Event description:
It was reported that the vns patient¿s system had presented high impedance at a follow-up visit. X-rays were taken and sent to the manufacturer for review. X-rays were provided to the manufacturer for review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin could not be confirmed to be fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Additional information was received indicating that the patient¿s generator model was 103 and that impedance read-outs were >10000 ohms. Further follow-up and surgical revision are expected, but no known surgical intervention has occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, lead pin not fully inserted past the connector block of the generator.